Event description:
It was reported that experienced an inadequate stimulation due to lead migration that was confirmed via x-ray. The patient underwent a lead and implantable pulse generator (ipg) replacement procedure. The explanted products were discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-ipg-pc. Upn: m365sc14160. Model: sc-1416. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).